Event description:
The patient had a series of vf episodes in the past couple of days. The patient was brought in for a follow up and there appeared to be noise on the ventricular and farfield channel. The physician was able to reproduce it by having the patient bend. The physician disabled therapy and will continue to monitor the lead. This lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.